Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited declining pace impedance measurements ranging from 235 ohms approximately one year ago to 125 ohms at the at most recent impedance test. Ra sensing was also noted to have diminished to less than 1 mv and pacing thresholds increased. The physician requested analysis of a device memory dump to assist in their decision to revise the patient's lead/system. Boston scientific technical services (ts) reviewed device data and suggested the physician consider a lead revision procedure to ensure continued therapy. A revision procedure was subsequently performed wherein the competitor lead was explanted and replaced. Despite efforts, no further information is available. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.